Manufacturer narrative:
D1: brand name: minicap transfer set (previously submitted as ni). D4: catalogue #: 5c4483 (previously submitted as asku). D4: lot #: h22k01075 (previously submitted as asku). D4: expiration date: 11/01/2027 (previously submitted as ni). D4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). G4: PMA/510k # or bla#: k192705 (previously submitted as ni). H4: device manufacture date: 11/01/2022 (previously submitted as ni). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine from the minicap sponge was leaking into the peritoneal dialysis (pd) transfer set while the minicap was connected to the female connector of the transfer set and the twist clamp was in the closed position. This issue was further described as, ¿betadine solution was seen in tubing on transfer set once minicap on and transfer set was closed¿. This was observed during use of the devices for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.